Event description:
It was reported that a renasys touch gave alarms canister full and after restarting the device would not start up any more, the screen showed our logo but no more than that. Procedure was completed with a smith and nephew backup device and there was no harm or injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Visual inspection found the front enclosure broken. The functional evaluation confirmed the device would not switch on, establishing a relationship with the event reported. The main circuit board has been identified as the root cause. The false alarm reported could not be confirmed as device would not switch on. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.